Manufacturer narrative:
Concomitant medical products: 4024-58 lead, implanted: (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and leads were explanted due to pocket infection. It was noted that the leads eroded through skin and were visible outside body. Cultures were taken. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.